Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together at the mid-section and the proximal end of the stent was found to be severely stretched. The maximum crimped stent profile measured 0.0378¿ which is below the max crimped stent profile; 0.0460". The product stent protector was returned for analysis with the device and was measured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal balloon wall indicating good crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found severe kinks along the hypotube shaft at 340mm to 415mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy drug eluting stent was selected for use and advanced to treat the lesion. During preparation, when retrieving the device, the stent was pulled along with the protective cover. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy¿ drug eluting stent was selected for use and advanced to treat the lesion. During preparation, when retrieving the device, the stent was pulled along with the protective cover. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.(B)(4)